Event description:
It was reported that the filter deployed with three legs twisted. The doctor felt that the filter was well anchored in the vena cava. The filter remains implanted and functioning as intended.